Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and tissue damage requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Although imaging was difficult, the clip delivery system (cds) was advanced to the mitral valve and implanted. Post deployment, the clip detached from the posterior leaflet. Damage was noted to the leaflets. Another clip was implanted to stabilize the slda clip, reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to challenging anatomy. The reported tissue damage was an outcome of the slda. The reported patient effect of tissue damage as listed in the mitraclip system gen 4 instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na.